Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. There were also high pacing impedance measurements greater than 2,500 ohms. There was also no capture at 5 volts at 0.4 milliseconds. A chest x-ray was taken and there was no visible fracture. A revision procedure was performed and the ra lead was surgically abandoned. A new ra lead was successfully implanted. No additional adverse patient effects were reported.